Event description:
The customer reported to customer service that her pump in style pump would not turn on with the power adapter. Upon receipt and qe eval on (B)(4) 2014, a breach in the transformer housing was found exposing the underlying electronics, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe eval on (B)(4) 2014, a breach in the transformer housing was found. There was no report of spark, fire or injury. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as 1.579 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured open, which is not normal and indicates that the thermal fuse did not blow.